Manufacturer narrative:
(B)(4).

Event description:
It was reported "we had 2 issues with the arrow 7french triple lumen catheters that were placed in the or. Twice we have had a patient where the proximal lumen of the catheter broke. 1st it separated completely from the hub and the 2nd time it cracked at the proximal port near the hub. 2 very similar issues with the same product/same size/same length/same lumen." It was also noted that the line was removed as medical intervention. No patient injury, consequence, or harm reported. Patient condition reported as "fine". Additional information received stated that line was placed in the right ij. The lumen was not attached to a fluid line and the line was clamped as soon as issue was observed.

Event description:
It was reported "we had 2 issues with the arrow 7french triple lumen catheters that were placed in the or. Twice we have had a patient where the proximal lumen of the catheter broke. 1st it separated completely from the hub and the 2nd time it cracked at the proximal port near the hub. 2 very similar issues with the same product/same size/same length/same lumen." It was also noted that the line was removed as medical intervention. No patient injury, consequence, or harm reported. Patient condition reported as "fine". Additional information received stated that line was placed in the right ij. The lumen was not attached to a fluid line and the line was clamped as soon as issue was observed.

Manufacturer narrative:
Qn#(B)(4). The report of a separated extension was confirmed through complaint investigation of the returned sample. The customer provided two images showing two different 3-lumen cvc catheters. One catheter had a severed extension line, while the other catheter did not show any obvious damage. The customer returned one, 3-lumen cvc for analysis. Signs-of-use in the form of biological material were observed. Visual analysis revealed that the proximal extension line had become severed towards the juncture hub. Microscopic examination confirmed the damage and revealed that the edges were smooth and angled, which is damage consistent with contact with sharps. No other defects or anomalies were observed. It was also observed that the two ends of the point of separation do not appear to fit together. This indicated that another section of the proximal extension line had separated and was not returned. The hole in the proximal extension line measured 8mm via calibrated ruler from the juncture hub. The outer diameter of the proximal extension line measured 0.0845" via calibrated caliper, which is within the specification limits of 0.0840"-0.0880" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter at the point of separation measured 0.057" via calibrated pin gauge, which is within the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. Functional ins pection was performed IFU statement, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the proximal line, water exited the point of separation. No leaks were observed when flushing the medial or distal line. A manual tug test confirmed that all three extension lines were secure within their respective luer hubs. Additionally, the IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.